Event description:
The customer reported that the nicu experienced a maxzero that leaked within the threads closest to the syringe. There was no patient harm.

Event description:
The customer reported that the nicu experienced a maxzero¿ that leaked within the threads closest to the syringe. There was no patient harm.

Manufacturer narrative:
The patient was an infant. The customer¿s report of a leak at the maxzero connector was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in the maxzero flushing successfully and showed no signs of leaking. A leak was noted during pressure testing from the stand alone maxzero port. Examination under magnification observed a microchannel that was the source of the leak. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nicu experienced a maxzero¿ that leaked within the threads closest to the syringe. There was no report of patient harm.